Event description:
During surgery to resurface patella, poly wear of the tibial insert was also found and the insert changed.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on insufficient information and unavailability of the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.